Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10884r11, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving lioresal 2000 mcg/ml via an implantable infusion pump. The pump indication for use (IFU) was listed as intractable spasticity, post spinal cord injury, and head/brain injury. It was reported that the patient had a history of missing their refills. It was noted that the patient was unable to speak and historically has been taken care of by their step parent. When the patient's step parent would become ill, they would not be able to bring the patient in for their refill. This reportedly happened 2 or 3 times since 2012 or 2013 and the patient missed their refill appointment. Since the patient could not speak, they were not aware of the patient complaining of any symptoms. The patient has since been brought to a nursing home and is no longer cared for by their step parent. Refer to manufacturer report # 3007566237-2015-02102 for missed refill appointment that occurred do to changing nursing homes.